Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7075716.

Event description:
It was reported that the clinical study patient experienced inadequate pain relief from the spinal cord stimulator (scs). The patient underwent a procedure where the scs devices were explanted.